Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue. The temperature down button works when pressed. The fsr replaced the temperature control module (tcm) main membrane board as precaution. The unit performs to manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported issue was not confirmed. During laboratory analysis, the product surveillance technician (pst) tested all switches on the membrane panel with ohmmeter and they all closed when pressed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per biomedical technician, there were no fault indicator lights illuminated.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the down arrow keypad that maintains the temperature did not respond. They were unable to set the temperature down. As a result, the perfusionist pulled the other machine in and swapped the hoses around to get the temperature lower. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.